Event description:
It was reported via sales rep that, during a surgery (axsos, proximal tibia), when the surgeon screwed the second locking screw, (B)(4), the dynamometer did not click (to identified 4n). When the surgeon screwed the third locking screw, (B)(4), the dinamometer did not clik (to identified 4n) and when the surgeon retrieved the dinamomemter, it was detected that the screw was broken. The head of the locking screw is available to stryker to be investigated and the rest of the screw remains implanted. It has been alleged by our customer via sales rep that the third screw was fixed completely. No more adverse consequence was reported by the customer.

Manufacturer narrative:
Eval summary: the mfg documents, the inspection protocol and the raw material certificate of the returned screw head were reviewed and no deviation from spec was noted. The device was mfg according to drawing rev b in 2006. Similar complaint issues initiated the last change request in 2006. Actual design rev c. Due to above mentioned reasons the complaint issue is considered as device related.